Event description:
It was reported that the device was implanted in 2006. Two mos later, the lag screw was sliding into the acetabulum and cut-out. The pt was revised the next day.

Manufacturer narrative:
H3: evaluation summary: lag screw was found with several striations/score marks on outside diameter of shaft. This indicates nail cap screw wasn't seated properly in groove portion of lag screw. There is no info on pt age, bone quality and activity level to judge cause of problem. Based on inputs given, the "nail cap was not inserted into the groove of the lag screw" would have caused reported incident. H6: evaluation codes: lag screw exhibits striations around shaft and gouging to edges of grooves. There also appears damage or debris near thru hole, as a 0.136" gauge pin won't pass through this area. Debris did fall out of internal threads. Device meets dimensional specifications where measured. Device history records indicate manufacture to specification. X-rays were not returned for review.